Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2024 and suture was used. Prior to use, the needle pulled off the wire as it was removed from the skewer. Upon evaluation of the returned device, short insertion was observed. Another device was used to complete the surgery. No adverse patient consequences were reported. Additional information was requested.

Manufacturer narrative:
(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. The following information was requested, and the following was received: -please confirm the number of needles that "pulled off" as they were removed from the skewer during the procedure. -were the needles "pulled off" during removal from the package and before use on the patient? ---number of "pulled off" needles was about 10. All of them were broken before usage on the patient. Needles from another box worked perfectly ¿ as usual. Investigation summary : the product was returned to ethicon for evaluation. One folder with three needle suture combinations, one suture and one detached needle. Product code m624g. This product code is multi-strand and contains four strands single armed per packet. After investigation of the detached needle and suture, short insertion was observed in the strand. The visual inspection concluded that the combination of the needle/suture was detached from the needle since the insertion end of the suture did not meet the requirement. In addition, the needle-sutures combinations were visually inspected, and no anomalies or issues related to pull-off were observed during the evaluation. A functional test was performed using instron equipment and the pull force result was above the minimum requirements. Based on the information currently available, short insertion issue was identified as pull out during the investigation of the sample received. This product issue will be addressed through the ethicon quality system. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post-market surveillance.